Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The bench repair in evaluation found the paddles mechanically damaged. There was no patient involvement.